Event description:
Boston scientific crm received info that this device was explanted due to normal battery depletion. During the procedure, it was noted that the lead stuck in the header. The physician used the bone cutter technique to push the lead out. No adverse pt effects were observed. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance lab, predecontamination inspection noted that there was no lead or terminal pin returned in the lead barrel. The back of the header had been cut off and was not returned. Both setscrews moved freely and operated normally. Post decontamination, microscopic visual inspection noted cuts in the lead barrel at the entrance. The header was separated from the device casing and the inner assembly was removed from the header for further inspection of the inner seal ring. Microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding in the inner seal ring.